Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This report is for the assistant. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
While using a com-fit plush natural fit mask astm 3, the doctor and assistant both developed localized rashes after wearing the masks. No serious injuries reported or medical attention.